Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer¿s current blood glucose was 136 mg/dl. The customer was treated for the low blood glucose with food. Customer reports customer did not allege insulin pump was over delivering. The product was not returned for analysis.